Event description:
Same case as: 2184052-2014-00035, -00036, -00037, -00040 and -00038. It was reported screws loosened post-operatively. Initial surgery involved treatment of l4-s1 tlif for ddd and spondylolysis at l5. Three months post-op it was reported all screws loosened. No further info is available at the time of this report.